Event description:
Customer reportedly received result of 394 mg/dl on the advantage system and 90 mg/dl on professional's device within 10 minutes system. No actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.